Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported receiving a reading of 48 mg/dl on the adc freestyle libre sensor scan when compared to a healthcare professional meter. The customer further reported they experienced unspecified low blood sugar symptoms and was incapable of self-treating. The customer was seen at the hospital where a reading 112 mg/dl was obtained on the hcp meter and she was administered unspecified intravenous fluid as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Initial reporter phone # populated as +1(000)000-0000 to ensure successful electronic submission of MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a reading of 48 mg/dl on the adc freestyle libre sensor scan when compared to a healthcare professional meter. The customer further reported they experienced unspecified low blood sugar symptoms and was incapable of self-treating. The customer was seen at the hospital where a reading 112 mg/dl was obtained on the hcp meter and she was administered unspecified intravenous fluid as treatment. There was no report of death or permanent impairment associated with this event.